Event description:
A phone call from pr agency was received on 15 jun 2022 that a negative result was observed on the indicaid rat while later on the patient was tested covid +ve by pcr method. No patient detail or time of the pcr test taken could be provided. However, there is no information on severe injury, hospitalization or death reported.